Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited oversensing of cross talk from the atrial channel with greater than five seconds of pacing inhibition. A defibrillation threshold (dft) test was performed and the sensitivity was adjusted and other zone programming changes were made. It was noted that the patient was asymptomatic due to the pacing inhibition. There have been no additional oversensing episodes noted since the programming change. When making the programming changes it was observed that the magnet response was updated, however, the field representative stated that she did not reprogram the magnet response. Boston scientific technical services (ts) and engineering were consulted. It was determined that some settings are changed indirectly based upon other changes made to the device. This was normal device function. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information was received that three and a half years later after the routine interrogation, the field representative reviewed the changes report and saw that magnet mode was marked as changed from store electrogram (egm) to inhibit therapy. The field representative noted that no programming changes were made to magnet response during the interrogation. Boston scientific technical services (ts) was consulted and explained that the patient triggered monitoring (ptm) feature was turned on and either the patient stored an egm or the feature timed out after 60 days and the magnet response back automatically to inhibit. Ts discussed how to clear this from the report and that they had seen this prior with the patient a few years earlier. The field representative noted that the patient had already left the clinic and they would just note it for the next visit. The system remains in service and no adverse patient effects were reported.